Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Correct device lot number from 0020041764 to 19265168. Correct device expiration date from 05/29/2018 to 11/06/2017. Correct manufactured date from 01/04/2017 to 05/27/2016. Device evaluated by MFR: f/g,promus element,mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The most distal stent strut row was damaged; struts were lifted and pulled distally. The undamaged section of the crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.